Event description:
On (B)(6) 2021, during a follow up, this 44-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 203/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient had a leak from her cassette during a pd treatment on (B)(6) 2021 (event captured and investigated in file (B)(4) which was thought to be a potential cause of the infection; however, because the patient has a persisting urinary tract infection (unrelated to pd therapy) and was found to have poor aseptic technique during pd treatments, the root cause could not be determined. The patient was not hospitalized for this event and prescribed oral cefazolin at 500 mg twice a day (duration unknown) and intraperitoneal vancomycin at 1750 mg every three days (duration unknown). The patient is recovering from this event and remains asymptomatic. It could not be confirmed if this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as the leaking cassette was a potential source. The patient continues pd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, during a follow up, this (B)(6) old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 203/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient had a leak from her cassette during a pd treatment on (B)(6) 2021 (event captured and investigated in file (B)(4)) which was thought to be a potential cause of the infection; however, because the patient has a persisting urinary tract infection (unrelated to pd therapy) and was found to have poor aseptic technique during pd treatments, the root cause could not be determined. The patient was not hospitalized for this event and prescribed oral cefazolin at 500 mg twice a day (duration unknown) and intraperitoneal vancomycin at 1750 mg every three days (duration unknown). The patient is recovering from this event and remains asymptomatic. It could not be confirmed if this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as the leaking cassette was a potential source. The patient continues pd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined as there was no reported source of this infection; however, the potential causes of this infection were reported as non-adherence to aseptic technique during pd therapy, cross contamination from a persisting urinary tract infection and/or contamination from a leaking cassette. Non-adherence to aseptic technique during pd is the leading cause of transmission of peritonitis causing pathogens. Additionally, a less common source of infection can be intra-abdominal, particularly in the environment of a preexisting infection. Due to the multiple potential sources, and in the absence of a confirmed root cause of this infection, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source of this patient¿s adverse event. Based on the available information, there was no specific allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.